Manufacturer narrative:
H10: only one device was involved in this reportable event at the user facility. However, the user identified an additional four unused lot samples from the same lot/product catalog number with this same issue. Two of the unused lot samples were returned for evaluation as part of the investigation. H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for this product is bd-santo domingo. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: two mission disposable core biopsy kit/instruments were retuned for evaluation and one photo was provided for review. During visual evaluation, sample 1 was opened and appeared to be clean, sample 2 was a sealed lot sample and therefore appeared to be clean. Further it was noted that the blunt stylet was longer length than the compatible coaxial on both devices. Functional testing was not conducted due to the nature of the complaint. One electronic photo was provided and reviewed. The provided photo shows the mission kit (cannula, biopsy needle and blunt tip stylet). Provided photo shows the longer length blunt tip stylet. Therefore, based on the photo review and sample evaluation, the investigation is confirmed for the reported incorrect length blunt tip stylet issue. An external investigation concluded that the root cause is manufacturing related, as the correct length blunt tip stylet was not included in the packaging at the time of manufacture, most likely as a result of a manufacturing line clearance issue. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date:06/2023), g3 h11: h6 (result and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. See h10.

Event description:
It was reported that during a biopsy procedure, the device needle was allegedly blunt. It was further reported that the needle was allegedly longer than the actual needle. There was no reported patient injury.

Manufacturer narrative:
Only one device was involved in this reportable event at the user facility. However, the user identified an additional four unused lot samples from the same lot/product catalog number with this same issue. Two of the unused lot samples were returned for evaluation as part of the investigation. The investigation is currently ongoing. Due to system limitations, the manufacturing location has been entered as unknown; however, the correct manufacturing location is bd (B)(6).

Event description:
It was reported that during a biopsy procedure, the device needle was allegedly blunt. It was further reported that the needle was allegedly longer than the actual needle. There was no reported patient injury.